Manufacturer narrative:
The reported event of delayed time to alarm for occlusion file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). There was no patient harm reported.

Event description:
The customer reported a delay in the syringe module alarming for an occlusion. A lipids infusion was running at 0.1ml/hr. When the rn hung it, she forgot to unclamp the tubing. The lipids ran for 4 hours before the pump alarmed. There was no patient harm reported.